Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the mildly tortuous and severely calcified vessel below the elbow. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during the first inflation at 20 atmospheres, the balloon ruptured. The device was removed without any problem and the procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient condition was good.